Event description:
It was reported that syringe 50ml ll syringe and mating component spun out which led to medical intervention. The following information was provided by the initial reporter: "you will find attached an ansm statement following an incident involving an administration set consisting of a bd platipak 50ml syringe ref. 300865, lot 2004211, bd and a pse extender ref. Pb3120r, lot 19d08-t (cair). The assembly has not been kept. A failure to deliver catecholamines following disconnection of the bd platipak 50ml syringe (bd plastipak 50ml, p/n 300865, bd) of norepinephrine from the pse extender (p/n pb3120r, cair) was seen in a patient with aortic ring reconstruction, resulting in cardiopulmonary arrest in asystole. After external cardiac massage, administration of adrenaline and etomidate/esmeron, the patient returned to spontaneous rhythm.the patient had no after-effects of the event. The syringe/extender assembly was not kept. Number of patients involved: 1 number of products involved: 2 classification of the incident : serious deterioration of health status clinical consequences and current status of the patient or person involved : the patient has not retained any after-effects of the event. Actions taken for the patient : change of the device actions taken in the establishment: interview with the team, patient care. Presentation of the event at the bea and gleiv declared to the ansm."

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 2004211, no deviations or non-conformances related to this issue were identified during the manufacturing process. Ten retained samples of the same lot were used for evaluation, no damage or molding defect was observed on any of the product. Throughout the manufacturing process, force testing and silicone content tests are conducted for each lot. All retained samples were evaluated and found to be within required specifications. Based on the available information we are not able to determine a root cause at this time.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 50 ml ll syringe and mating component spun out which led to medical intervention. The following information was provided by the initial reporter: "you will find attached an (B)(6) statement following an incident involving an administration set consisting of a bd platipak 50ml syringe ref. 300865, lot 2004211, bd and a pse extender ref. Pb3120r, lot 19d08-t (cair). The assembly has not been kept. A failure to deliver catecholamines following disconnection of the bd platipak 50ml syringe (bd plastipak 50ml, p/n 300865, bd) of norepinephrine from the pse extender (p/n pb3120r, cair) was seen in a patient with aortic ring reconstruction, resulting in cardiopulmonary arrest in asystole. After external cardiac massage, administration of adrenaline and etomidate/esmeron, the patient returned to spontaneous rhythm. The patient had no after-effects of the event. The syringe/extender assembly was not kept. Number of patients involved: 1 number of products involved: 2 classification of the incident: serious deterioration of health status. Clinical consequences and current status of the patient or person involved: the patient has not retained any after-effects of the event. Actions taken for the patient: change of the device. Actions taken in the establishment: interview with the team, patient care. Presentation of the event at the bea and gleiv. Declared to the (B)(6)."